Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable malfunction: images could not be displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to the repair center for inspection and the following reportable malfunctions were identified during the device evaluation: images could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the endoscopic images could not be displayed due to disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.